Event description:
Caller states pt tested 3.6 inr and 4.0 inr on the coaguchek system while a comparison lab returned as 1.99 inr. Pt was treated with low dose heparin based on the lab value. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in another country.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a procedure. According to the complainant, while the physician was trying to remove a polyp, the catheter sheath detached from the handle. The physician was able to remove the device and use another rotatable oval snare to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.